Manufacturer narrative:
Evaluation of the returned red72 confirmed a leak near the hub. During evaluation, the red72 was flushed, and a leak was observed underneath the strain relief. Further evaluation revealed a kink underneath the strain relief and a fracture at the kinked location. This damage likely occurred during advancement against resistance in the procedure and contributed to the reported leak during the procedure and during evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), and a penumbra engine (engine). During the procedure, the physician advanced the red72 through the neuron max and into location then initiated aspiration. Subsequently, the physician found that blood was leaking at the proximal end of the red72, near the hub. The physician then used opsite wound dressings to seal the leak. The procedure was successfully completed after two passes using the same red72. There was no report of an adverse effect to the patient.